Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
B5 verbiage: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging copd and ptsd/depression. At this time, no medical intervention has been reported. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed. The codes for "patient outcome code grid" and "health impact grid" are updated as per the pms evaluation. In the previous report, product problem was given which is now updated to "serious injury" in this report.